Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the representative was unable to align the target with the plan in the target guidance view. This was noticed when verifying the trajectory of the nexdrive goes along the intended plan during a dbs procedure (using the nexframe). There was implied movement in the second spin and they needed to go back, realign the probe and re-register. There was no reported impact to patient outcome and no a reported delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial lot/sw version: 2.1.0 h3, h6: a software analysis was initiated. The issue could not be reproduced. The logs that were captured, indicated there was one session on the date of issue. The site switched the tasks frequently. The target alignment error could be due to the frame movement and that cannot be captured into the logs and archive in the auto-registration. Apart from that there was no abnormality observed from the logs and archive. Suspected the frame movement might have caused the reported behavior. Apart from that the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior: unable to align the target with the plan in the target guidance view. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.